Event description:
The customer reported via phone call that the insulin pump alarmed no delivery repeatedly during a basal delivery, followed by a motor error alarm and calibration error. The customer stated that the device then had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that the rewind sequence could not be completed during the troubleshoot process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector during our visual inspection. Unable to performed displacement test and basic occlusion and excessive no delivery test due to no button response. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.